Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose. The customer stated that she was vomiting prior to her admission. The customer mentioned that the device alarmed after the battery change because the battery was out of the insulin pump greater than the duration. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.